Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml) via reusable humapen savvio (red) pen, for the treatment of an unknown indication, beginning on an unknown date. Dose and frequency were not provided. While on the insulin lispro treatment, on (B)(6) 2018 he experienced that the humapen was jammed, so he did not received insulin lispro ((B)(4), lot no. Unknown). His blood sugar level of 18 (no units or reference ranges provided), which is higher than normal. The event of blood glucose increased was considered serious due to medical significance. No information regarding corrective treatment, outcome of the events and insulin lispro treatment status was provided. The operator of the humapen savvio was the patient and his training status was unknown. The humapen savvio model duration and the suspect humapen savvio duration of use was not provided. The action taken with the suspect humapen savvio and its return status were not provided. The reporting pharmacist did not provide the relatedness assessment between the event and insulin lispro treatment or humapen savvio. Update 15jun2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6)2018 in the event field. No further follow-up is planned. Evaluation summary: a pharmacist reported on behalf of a male patient that his humapen savvio device was "jammed and would freeze up and there was nothing coming out of it." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint (pc), concerned a 67-year old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml) via a reusable humapen savvio (unknown color) pen, for the treatment of an unknown indication, beginning on an unknown date. Dose, route, and frequency were not provided. While on the insulin lispro treatment, on (B)(6) 2018 he experienced that the humapen savvio (unknown color) pen was jammed, so he did not received insulin lispro (pc 4372811, lot no. Unknown). His blood sugar level of 18 (no units or reference ranges provided), which is higher than normal. The event of blood glucose increased was considered serious due to medical significance. No information regarding corrective treatment, outcome of the events, and insulin lispro treatment status was provided. The operator of the humapen savvio (unknown color) pen was the patient and his training status was unknown. The humapen savvio (unknown color) pen model duration and the suspect humapen savvio (unknown color) pen duration of use was not provided. The suspect device was not returned to the manufacturer. The reporting pharmacist did not provide the relatedness assessment between the event and insulin lispro treatment or humapen savvio (unknown color) pen. Update (B)(6) 2018: updated medwatch fields for expedited device reporting. No new information added. Update (B)(6)2018: additional information received on (B)(6) 2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information for pc (B)(4) associated with an unknown lot of a humapen savvio (unknown color) device. Corresponding fields and narrative updated accordingly. Update (B)(6)2018: updated medwatch fields for expedited device reporting. No new information added.